Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while attempting to acquire venous access via seldinger technique via ultrasound guidance. Resistance was felt as the access wire was withdrawn from the access needle. When the wire was removed from the patient, it was noted by the clinician that 2cm of the access wire had detached within soft tissue just posterior to the patient's femoral vein. No attempt has been made to retrieve the wire tip, as CT scans verify that the wire tip is not within the patient's vein and will not migrate.